Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique via a 14f sheath prior to an interventional transcatheter aortic valve implantation (tavi) procedure. Reportedly, the prostyle device broke in the anatomy: the black sheath remained in the artery. It was decided to temporarily leave the device in the anatomy, and to perform the procedure using the access site of the left common femoral artery, with 2 other perclose prostyle devices used in preclosing and ensured hemostasis at the end of the procedure. Then a vascular surgeon came to perform a cut-down surgery and remove the separated prostyle sheath from the right femoral artery. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined it is possible the sheath separated or broke during insertion and then separated during deployment of the needles. It is also possible, the sheath separated due to manipulation of the device with the feet against the vessel wall; however, these cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.